Manufacturer narrative:
(B)(4). Insulin pump was received with insulin pump error alarm. The problem is isolated to the electronic assembly. Unable to perform displacement, rewind, prime, seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self tests or verify insulin pump error alarm due to insulin pump error. Motor passed motor test.

Event description:
Information received by medtronic indicated that insulin pump had insulin pump error alarm. Customer was able to successfully clear alarm. Customer was able to complete rewind. No harm requiring medical intervention was reported. The customer was assisted with troubleshooting. The device will be returned for analysis.